Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After all stent grafts were implanted, the final angiography confirmed an unknown type of endoleak around the proximal aortic neck. The leak was left to be monitored. The patient tolerated the procedure. On an unknown date of (B)(6) 2023, a CT exam was performed. The CT image confirmed a proximal type I endoleak. It was suspected that the unknown type of endoleak found at the initial procedure could have been this proximal type I endoleak. No treatment was performed for the leak, and the patient was discharged. On an unknown date of (B)(6) 2023, a follow-up CT exam confirmed a proximal type I endoleak persisting. On (B)(6), 2023, the patient underwent a reintervention for treating the proximal type I endoleak. An additional aortic extender endoprosthesis was added to the proximal end of the previously implanted stent grafts. The endoleak was resolved. The patient tolerated the procedure.

Manufacturer narrative:
H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to endoleak. Emdr section h6, codes d12, d1001 updated to reflect results of investigation.